Event description:
Pt was on the ventilator. Taken off the ventilator to be transported to CT scan. In CT scan was placed back on ventilator. Approx 2 to 3 minutes later, the pt became bradycardic, hypertensive, and code arrested. Ventilator noted to be in pediatric setting mode. Pt died approx four hours later. Physician feels pediatric setting caused code arrest and ultimate demise. Toggle switch was inadvertently changed to pediatric mode during transport.